Event description:
Reportedly, the patient came to the follow-up and in storage episodes we could see 9 episodes with some noise in the ventricular channel. It wasn't possible to see any correlation with day or time of the day. The patient is in an household so it doesn't have contact with any kind of machines capable of produce any kind of noise. The noise wasn't reproduced with maneuvers.

Manufacturer narrative:
Please refer to the attached report. -between 22 february 2024 and 02 december 2024, the ventricular lead impedance and the coil continuity show some temporary irregularities: - since at least 14 january 2024, ventricular oversensing episodes are recorded. According to all above elements, the rv lead integrity cannot be guaranteed, a re-intervention should be considered to check the rv lead integrity.

Manufacturer narrative:
Please refer to the attached intermediary report. -between (B)(6) 2024, the ventricular lead impedance and the coil continuity show some temporary irregularities: - since at least (B)(6) 2024, ventricular oversensing episodes are recorded. According to all above elements, the rv lead integrity cannot be guaranteed, a re-intervention should be considered to check the rv lead integrity.

Event description:
Reportedly, the patient came to the follow-up and in storage episodes we could see 9 episodes with some noise in the ventricular channel. It wasn't possible to see any correlation with day or time of the day. The patient is in an household so it doesn't have contact with any kind of machines capable of produce any kind of noise. The noise wasn't reproduced with maneuvers.